Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) constantly displays a message to realign the patient was not confirmed during functional testing or archive review. The customer reported complaint was not reproduced during the testing. Upon visual inspection, unrelated to the reported complaint, crack was observed on the front enclosure of the platform. The observed physical damage appeared to be characteristic of user mishandling. The front enclosure was replaced to address the observed physical damage. The archive data review showed no significant discrepancies. The autopulse platform passed the initial functional testing without any fault or error. The autopulse platform was further evaluated by subjecting it to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 5 minutes without fault or error. Additional maintenance and inspections were completed (unrelated to the reported complaint) to ensure that the autopulse will continue to function properly, including a brake gap inspection and load cell characterization. A sticky clutch plate was found, likely attributed to frequent use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. To remedy the problem, the clutch plate was deburred. The load cell characterization test indicated load cell module 2 had a slightly high reading (count) in the heavy total weight range. Load cell module 2 was replaced to address the issue. After all work was completed, the autopulse was assessed again to ensure it met all specifications and passed all functional testing. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4)) constantly displays a message to realign the patient. Patient's status information was requested but the customer did not provide a response.